Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm and also had blank display. Customer stated they press a button down for 3 minutes or longer and were unable to clear the alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation device powered up however, device received with unresponsive buttons due to corroded keypad trace. Unable to perform displacement test, active current measurement, sleep current measurement, or self test due to unresponsive keypad.